Event description:
The reporter stated that during a hand surgery procedure, the device broke during impaction. The impactor that was being used was the dedicated proximal aoi impactor and the hammer was a little hand surgery hammer. The force applied by the surgeon was normal. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.